Event description:
It was reported that the patient implanted with this pacemaker system presented with elevated cardiac rates while at rest. Technical services (ts) was consulted and recommended reprogramming of minute ventilation (mv) rate parameters to address this issue. A review of stored episodes identified noise oversensing on the right atrial (ra) channel; this ra lead is a non-boston scientific product. No additional adverse patient effects were reported. This pacemaker system remains in service.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation determined that the minute ventilation (mv) sensor in accolade devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough complaint review, the cause traced to device design investigation conclusion code was selected because the device had unexpected pacing rate change due to the minute ventilation response.

Event description:
It was reported that the patient implanted with this pacemaker system presented with elevated cardiac rates while at rest. Technical services (ts) was consulted and recommended reprogramming of minute ventilation (mv) rate parameters to address this issue. A review of stored episodes identified noise oversensing on the right atrial (ra) channel; this ra lead is a non-boston scientific product. No additional adverse patient effects were reported. This pacemaker system remains in service.